Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from a physician at (B)(6) hospital in (B)(6) and is concerning a gladius 0.018 300 cm guidewire manufactured by: asahi intecc. It was reported that during the cardiomems sensor implant, prior to the use of the cardiomems delivery catheter, the patient experienced hemoptysis. The implant was aborted and the patient stated they felt fine and have never had that happen. The patient was discharged and opted to not reschedule the cardiomems sensor implant. Per the physician, the hemoptysis was caused by the guidewire prior to the (B)(6) device being deployed. Another procedure will not be scheduled. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).